Event description:
It was reported that the procedure was to treat the mid left anterior descending (lad) artery. The 2.0x20mm mini trek balloon dilatation catheter (bdc) ruptured at 8 atmospheres (atm). Reportedly, the bdc was soaked and prepped prior to use; however, it is unknown if preparation was performed inside or outside the patient's anatomy. A non-abbott bdc was used to successfully complete the procedure. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.

Event description:
It was reported that the procedure was to treat the mid left anterior descending (lad) artery. The 2.0x20mm mini trek balloon dilatation catheter (bdc) ruptured at 8 atmospheres (atm). A non-abbott bdc was used to successfully complete the procedure. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. A query of the complaint handling database revealed no other similar incidents reported for balloon rupture from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.